Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of ¿high¿ mg/dl due to recent settings adjustments. Bg level was addressed by a correction bolus via the pump and manual injection of insulin.